Event description:
Facility staff were treating a pt and reportedly questioned whether the device delivered external pacing current to a pt. A back-up device was obtained and reportedly also appeared to not deliver pacing current to the pt. The observation was based on a lack of muscular response from the pt. The pt was not resuscitated. The reporter stated that the pt possibly had an emoblism. The reportr would not state whether or not the reported event caused or contributed to the pt's outcome.